Event description:
Customer called to report a car accident caused by low blood glucose. The customer woke up in the middle of the highway and her car was destroyed. The paramedics arrived and gave her sugar when the blood glucose reading was around 30 mg/dl. Customer's blood glucose reading eventually went up to over 70 mg/dl. The customer declined to go to the hospital. No one else was involved in the car accident. Customer stated she was happy with the 530g system. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.